Event description:
It was reported that the 10 ml bd cornwall¿ disposable syringe filling system with tubing set, is leaking at the connector between spike adaptor and housing. During use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR for lot number: 7093584 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 305224 with lot number: 7093584 was manufactured on april 11, 2017. According to sampling plan applied for product performance, this lot was accepted. During manufacturing of this lot number several inspection were performed to the material and no similar issues to the one stated by the customer were found. These inspections were performed by the qa tech and production personnel, during the inspections no issues were found. All relevant information during the DHR review shown that meet all established manufacturing criteria. The samples received were visually inspected for any damage that they could have and no issues were found, then the samples were tested for leak, the spike was inserted into a saline water bottle to verify if there was a leakage into the spike, after several minutes it was noticed that a water drop was present in the spike, the leak is in the section of the spike vent union. The defect stated by the customer it is confirmed .this is a subassembly that it is received from an external supplier and it is assembled with the syringe sub assembly. This is considered as a supplier issue. No corrective action is required at this time. Reviewing of pfmea¿s rm6449; 5225 was done. There are proper controls in place to detect product malfunctions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd cornwall¿ disposable syringe filling system with tubing set, is leaking at the connector between spike adaptor and housing. During use. There was no report of exposure, serious injury or medical intervention.